Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted a revision was done on (B)(6) 2019. The nail was removed with an extraction hook and everything went well. All parts were removed; no fragments were left in the patient. Tibia was reamed and a bigger size nail was installed. Case went well and the surgeon was satisfied of the revision surgery. There was no surgical delay and the patient is reportedly stable.

Manufacturer narrative:
This report is for an unknown nails: expert tibial/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, there was a distal fracture, nonunion, and a broken nail. This has to be remove and redone. It is unknown if a revision surgery was performed to the patient. Patient status is unknown. Concomitant devices reported: unknown locking screws (part#unknown, lot#unknown, quantity unknown), unknown end cap (part#unknown, lot#unknown, quantity 1) . This complaint involves one (1) device. This report is for one (1) unk - nails: expert tibial. This report is 1 of 1 for (B)(4).